Manufacturer narrative:
Additional information was added: the device was manufactured from april 19, 2019 - april 22, 2019. Two (2) actual samples were received for evaluation. Visual inspection was performed and found no evidence of leak on or in any parts of the entire device. Functional testing was performed by filling the devices with green colored water. After fill, the blue winged luer cap was hand tightened. The samples were monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and it showed no evidence of a leak. The reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured from apr 19, 2019 and apr 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked. The devices were filled with 3500 mg/3150 mg of fluoruracil in 115 ml of 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.